Manufacturer narrative:
(B)(4). Pen needle returned. Unable to investigate complaint: customer returned used pen needles. Most likely underlying root cause :mlc -8- failure to follow instructions. Note: manufacturer contacted customer on 12/14/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the pharmacy will replaced the product and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for inaccurate dispense or aspiration of pen needles. Customer stated that several of the pen needles are defective. Customer stated that the insulin would not come through the pen needle, that the opening in the pen needle was blocked. Customer stated that some of the pen needles were not puncturing the skin, some of them were bent. Customer stated that this is the first time using the pen needles. Customer was using the solostar pen with the pen needle. Customer did not claim to be injured or have a negative reaction while using the product. Customer did not claim they were stuck with the needle. Customer did not have to seek medical attention at a previous time as a result of the product not being able to administer their insulin.